Event description:
It was reported that during a lap nissen procedure, there was a permanent tone. Case completed with a like device. There is no further info available.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device (b) was returned with the distal tip of the blade broken off, but not missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."